Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 97791, lot# n554699, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
The manufacturer's representative (rep) and healthcare provider (hcp) reported the patient's system was infected at the spine and was explanted on (B)(6) 2015. It was unknown what led to the event. Troubleshooting, diagnostics, actions, and interventions information was also stated as unknown. It was unknown if the issue was resolved at the time of the report. Relevant medical history included non-malignant pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional reported that the symptoms of the infection included draining of the wound, swelling, fever and pain. Diagnostics performed related to the infection were observation and cultures. The infection was resolved.